Manufacturer narrative:
Additional information determined there is no allegation against the tag3410/9910927 used in this procedure, whereby this medwatch submitted on april 19, 2014 is hereby retracted.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore ag thoracic endoprosthesis states, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations: penetrating ulcers, genetic connective tissue disease.

Event description:
On (B)(6) 2014, this patient underwent treatment for a penetrating aortic ulcer and was implanted with a gore tag thoracic endoprosthesis, a gore dryseal sheath was used for advancement. No reported access or advancement issues were encountered by the physician. Intraoperatively, the patient suffered a rupture of the right external iliac artery. The right common and internal iliac arteries were ligated and a femoro-femoral bypass was performed. The patient tolerated the procedure. There were no reported access issues. The physician reports that the ruptured iliac artery was caused by atherosclerotic disease and systemic lupus erimatose. The patient was reported to have suffered 2000ml blood loss. On (B)(6) 2014, the patient died. The cause of death was reported to be hypovolemic shock.